Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a procedure wherein the ipg was placed deeper.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.